Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. The patient described the area as red, weeping, and a "heat rash but then felt like a burn". There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed "nystatin". Follow up indicated that irritation has improved.